Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy procedure, the 1st device did not fire. The surgeon then used another handle with the same reload and when they tried to fire the device for the second time, it only fired halfway resulting in incomplete staple line distally. It was also reported that the device sounds breaking while firing. The surgeon then used 3rd handle with the 2nd reload and the case was completed without any problem. There was no patient injury.